Event description:
While providing bench service for the device, an authorized bench technician noted that the pins on the battery pca were loose resulting in a compromised connection with the battery. There was no patient involvement.